Manufacturer narrative:
Results: although it was initially reported that a sample was available, a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6048801. A manufacturing review revealed calibration of all inspection equipment used during manufacturing of the batch was up to date. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after injecting a patient with a 22 g x 1 1/2 in. Bd integra needle, the needle failed to retract until after it was removed from the patient. There was no report of injury of medical intervention.